Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with carb intake. It was reported that the customer alleges the pump is giving an inaccurate reading and has experienced a difference between sensor glucose and blood glucose values. The customer also reported insulin pump buttons were stuck. The event involved product(s) unomedical, mmt-332a,mmt-1884, mmt-7040a. Troubleshooting was performed for the keypad anomaly, and the serialized device will be replaced. Troubleshooting was performed for the low blood glucose and the non-serialized product being replaced. The customer reported a blood glucose value of 48 mg/dl. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer reported a sensor glucose value of 158 mg/dl. The difference between sensor glucose and blood glucose was more than 30%. Insulin delivery was not suspended. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-7040a.